Event description:
The catheter is used on asceptic drains. Part of the catheter was off when the nurse lifted the line to put a sterile sheet uner prior to removal. Incision had to be made to release the part of the catheter that was left in the patient.